Event description:
It was reported that the pump locked and was unable to unlock the pump. The infusion was discontinued the previous night, and the patient had been off therapy for more than four hours. The patient had been admitted, however for unknown reason and length of time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.